Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 171 previously reported events are included in this follow-up record. Product return status 1 device was received. 170 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 171 malfunction events in which the device reportedly overheated. 156 events had no patient involvement: no patient impact. 14 events had patient involvement: no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 171 events were reported for this quarter. Product return status: 1 device was received. 156 devices were evaluated based on historical data analysis. 14 device investigation types have not yet been determined. Additional information: 171 devices were not labeled for single-use. 171 devices were not reprocessed or reused.

Event description:
This report summarizes 171 malfunction events in which the device reportedly overheated. 156 events had no patient involvement: no patient impact. 14 events had patient involvement: no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.